Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the handle broke and the clip would not deploy during the procedure. Reportedly, the clip had grasped tissue which required pulling the device from the tissue. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the handle broke and the clip would not deploy during the procedure. Reportedly, the clip had grasped tissue which required pulling the device from the tissue. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure

Manufacturer narrative:
A visual examination found that the device returned half deployed and with the oversheath accordioned near the sheath grip. However, the clip assembly was not returned for analysis. The yoke, which was still attached to the control wire, was then actuated and deployed. Additionally, the slider cover and cross pin were detached from the slider. The reported event of clip failed to release from the delivery catheter was not able to be confirmed. The evaluation revealed that the device returned with the clip assembly separated from the delivery catheter. Additionally, the yoke was able to be actuated and deployed from the control wire. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.